Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, unexpected restart error test, operating currents, self-test and off no power. No blank display and no battery out limit alarm noted. Unit was inspected and the battery tube connector plugged in properly. Unit was received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit and blank display. The customer¿s blood glucose level was unknown. Customer stated that they gone through 4 batteries. It starting counting up wards it went bank and came battery out limit. The customer was assisted with troubleshoot for battery out limit and customer states the pump alarmed after battery change. Pump is not alarming at time of call. Customer states the batteries were out of pump greater than duration allowed by the pump. Customer called to report blank display. The customer was assisted with troubleshoot and the customer stated that pump went blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.